Event description:
It was reported that during a pneumonectomy procedure, on the third firing, the surgeon noticed that the pulmonary vein was only partially closed. The surgeon had to clamp the vein and complete the suture by hand. The operation was extended by one hour. At the end of procedure, the sureon retrieved some staples from the chest, and saw that they were opened and not formed correctly. There was no patient consequence.

Manufacturer narrative:
H4, 6: informattion anticipated, but unavailable at this time.